Manufacturer narrative:
(B)(4). Additional concomitant medical products: vngd ps+ tib brg # 183740 lot # unknown; biomet cc I-beam tray 75mm catalog # 141224 lot # unknown; series a pat std 34 3 peg catalog # 184766 lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04964.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient underwent manipulation due to unknown reason.